Event description:
It was reported that within a couple weeks of implant, the patient was found to have a heart rate pacing below the lower rate. It was determined that the right ventricular (rv) lead exhibited high thresholds. The rv lead was repositioned, and initially indicated acceptable measurements, but the thresholds once again went high before the pocket was closed. The lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.